Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric ilet user experienced persistent hyperglycemia while new to therapy, with device data indicating high insulin delivery and subsequent identification of a bent infusion set cannula; the set was replaced, the user was instructed to wait for glucose to decline, consider a manual injection if needed, and temporarily disconnect, and the caregiver later inquired about eating while the glucose was 318 mg/dl and was advised to announce the meal. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and continued device use with education on troubleshooting and meal announcement. Investigation included review of device data and user troubleshooting. Investigation of this case revealed an infusion set issue consistent with a bent cannula causing impaired insulin delivery, which aligned with the observed hyperglycemia and elevated insulin dosing attempts. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with infusion set cannula occlusion or kinking.